Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported failure to advance the thumb advancer is confirmed. The reported failure to deploy the thumb advancer and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic coronary procedure. Reportedly, during advancement of the starclose thumb advancer, sheath carving was observed. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the starclose se device. No additional information was provided.